Event description:
It was reported while testing with bd phoenix¿ m50 automated microbiology system misidentification of panels occurred. No patient impact was reported. The following information was provided by the initial reporter: "the user reported problems with identifying the panels to an ids representative. The problem is sporadic, but the user wants an engineer to review the camera on site.¿

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd phoenix¿ m50 automated microbiology system misidentification of panels occurred. : no patient impact was reported. The following information was provided by the initial reporter: "the user reported problems with identifying the panels to an ids representative. The problem is sporadic, but the user wants an engineer to review the camera on site.¿

Manufacturer narrative:
H.6 investigation summary: a failure for incorrect results was reported on a phoenix m50 instrument (p/n 443624, s/n pf0363). A bd field service engineer (fse) was dispatched to perform a wellness check on the instrument. The fse found the instrument in proper operating condition, and performed a preventive cleaning of the internal optics as well as an optical calibration. As no issue was found, this is an unconfirmed failure of a bd product and no root cause was able to be identified.no samples were expected to be received as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed one previous case for mis-identification, under which the instrument was also found in working order. Under that case, the fse replaced several optical components as preventative maintenance. Complaints for results are within statistical control for the month of may 2022. The upper control limit was not breached. Quality will continue to monitor the results complaints for phoenix m50 products. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. Per baltrm-443624-aph rev 4.0 the potential risk of the reported failure mode is mis ID, which is an s4; reference row ids 9.15, 9.18, 9.21, 9.24, 9.27, 9.30. In this instance, no incorrect results were reported to patients.